Event description:
Atrial lead returned for poor sensing and noise. It subsequently tested out of specification during manufacturer's analysis. Ipg returned for telemetry difficulty and atrial channel not sensing appropriately; noisy egm.